Manufacturer narrative:
Pending investigation. D10: a10012 - gps implant kit v2 11021019275 02-020-13-0240 - truliant cr cem fem cr cem left sz 4, (B)(6). 201-78-15 - holding pin mini sharp point 4 pk, (B)(6). 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t, (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6).

Event description:
As reported, the patient was revised due to pain. The patella was removed and replaced with a competitors patella. A new 12mm crc vit e insert was also placed. No further information provided.